Event description:
Additional information was received. The patient reported that they took a fall at the beginning of (B)(6), but that the leads worked as usual after the fall. In (B)(6), the patient went to the urologist and had the device tested with the clinician programmer. They discovered that the leads were not working and that the ins still had 1/3 battery. The urologist suggested a new ins system, but they left the practice after the appointment. The patient thought that the pain at the ins site was attributed to the significant weight loss they had due to h. Pylori. It was noted that the surgeon threw away the ins after the explant surgery and the patient's pain went away after they healed post-explant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had experienced a loss/change of therapy. She was worried her implant was dead, but once the settings were pulled up on the programmer, it was reviewed the implant was on. The patient was not feeling stimulation and would normally feel it at all times in the vagina. She thought there was something wrong with her device due to no stimulation sensation. The patient had a loss of stimulation since (B)(6) 2016. The patient "knew something was amiss" because the device had helped with catheterizing and being able to void but now she was having to self catheterize more. The patient had a bladder infection the middle of september and had gone to the hospital for it, which she had not had one since before the device was put in. During the call it was confirmed the patient could not feel stimulation and the therapy was on. There was a fall reported that was thought to be related to the issue. It was noted the patient would "fall all the time" due to other medical issues. She had several falls before her loss of stimulation/return of symptoms. A year ago, the patient taken a "big tumble" down the stairs and the healthcare provider looked at her device, felt it, and told her everything was fine. It was indicated the patient was never told by the healthcare provider about changing programs and the patient always done her own programming. During the call, the patient increased the amplitude and was not able to feel stimulation in the correct area. The patient noted she increased stimulation on her own previously and encountered "beeping at 3.5v" and wondered if it meant she could not go up that far. During the call, the patient was able to increase past 3.5v. It was reported the patient turned stimulation up really, really high where it was uncomfortable but confirmed the stimulation was always able to get lowered down to a comfortable level by decreasing the stimulation. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va071f4, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type lead; product ID 3037, serial # (B)(4), product type programmer.

Event description:
Additional information received from the patient indicated that their urologist tested the leads and determined they were not working. The patient had a pelvic x-ray because of pain at the implant site. It was reported that on (B)(6) 2016, the urologist removed the entire implant. The patient had requested the device be sent back to see what the malfunction was. They were disappointed since now their urinary problems were back. It was noted that the patient did not get a new implant due to insurance, and stated the device was a "life saver." They mentioned that they didn't get utis and didn't have to catheterize as much with the device. One week after device removal, they had a uti, and were having a hard time voiding on their own. Further information mentioned that the different antibiotics, cranberry juice, and cranberry pills were taken for the uti. They also noted that the programmer beeping was not the issue, and the healthcare provided that removed the implant did not ask for the device back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.